Event description:
It was reported that the system displayed a keyboard error and locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply and replaced the keyboard. The system operates as intended.